Event description:
It was reported the patient was re-implanted on (B)(6) 2012. About two weeks later, the patient developed an infection. The wound was opened in the clinic and drained. The patient then received antibiotics. No device explant was required and the patient kept the device. It was noted the patient recovered without sequela. No further information was reported. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3093-33, lot# va0315z, implanted: (B)(6) 2012, product type lead. (B)(4).